Manufacturer narrative:
The hill-rom technician inspected the lift and discussed the incident with the account. He found the lift's base legs will not open and close when weight is applied since the gear rack was broken. The account continued to use the lift and in this incident, the account placed the lift on the side of a wheel chair (not centered over the patient) before lifting. This placement caused the lift to tilt sideways when weight was applied to the lift and base. The account stated they stopped lifting the patient before the lift tilted completely. In the service manual for golvo 3en400404, under the section "instructions regarding the check points, 5b base opening & closing linkage" it is stated: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician advised the account the gear rack set needs to be replaced to repair the lift. The account is undecided at this time if they will repair the lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift started to tip over when lifting a patient. The lift was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).